Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) on the home choice machine during dwell 2 of 6. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The hp would restart therapy with new supplies and notify the nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.